Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display was found to be dim and discolored. Additionally, evaluation revealed that the battery compartment was cracked extending from the battery cap towards the case seal. The keypad cover was found to be torn around the up arrow button. During testing, the contrast button was found to be unresponsive, which has no effect on insulin delivery function. The keypad cover was removed and contamination was found under the up arrow and contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Investigation also revealed that the battery compartment was cracked. Additionally, contamination was found under the up arrow and contrast button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.